Event description:
Customer called lfs alleging that their meter would not power on. Customer reported having low blood glucose symptoms and visiting their physician. The physician obtained a "35 mg/dl" reading and treated them with juice. Ccr walked the customer through inserting a test strip with the contact bars end first and facing up, and pressing the m button. The ccr also had the customer check that the batteries were good and they were correctly installed (positive + side up), inserted a test strip and the meter still did not power on. Ccr replaced the customer's meter.